Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the abutment screw fractured. Dr. Is not sure if she will be able to retrieve it and if implant is viable. Dr. Drilled through the crown, but was unable to remove restoration because the screw head is also stripped.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Therefore, visual and functional inspection of the returned product could not be done. X-ray images were provided and screw fracture was identified. However, it could not be verified whether or not the drive feature was damaged. Device history record (DHR) review could not be performed as the lot numbers were unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specification. Complaint history review could not be performed for the implant as the item/lot number was unknown. However, an item-based complaint history review over a one-year period was performed and no complaint related to nonconforming products was identified. Complainant reported that the abutment screw fractured and the screw's head was stripped. The reported complaint was confirmed for the fracture but could not be verified for the stripped screw head since it was not returned. A definitive root cause for this complaint could not be determined.